Event description:
I have a medtronic 8840 synchromed pain pump. It ran empty and the alarm did go off. My dr brought me in for a pump o gram pump test. They used gadolinium contrast. Six hours later it was in the (B)(6) hospital with acute encephalopathy. I was in the hospital for six days. I still feel horrible and my pump needs replaced asap because it is over-infusing me with medication. I have a huge issue with the medtronic company and the maker of gadolinium. I was telling my doctor all summer something was wrong with my pump. They don't listen and now I am in more pain and now I have a poisoned brain, I had to use spell check ten times just writing this. My brain is very foggy and my head still hurts.